Event description:
A report was received that the patient had not used her device for 4 months because it made her neuropathy in the feet feel worse . The patient will undergo a revision procedure wherein an ipg will be inserted/replaced.

Manufacturer narrative:
Additional information was received that there will be no further course of action taken at this time.

Event description:
A report was received that the patient had not used her device for 4 months because it made her neuropathy in the feet feel worse . The patient will undergo a revision procedure wherein an ipg will be inserted/replaced.